Manufacturer narrative:
H6: investigation summary : six sealed samples were provided to our quality team for investigation. The product was visually inspected, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2008333, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and no issues were identified. Testing was also performed on the returned samples and all product met required specifications, no leakages were observed. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked while preparing cytostatic medicine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "leakage occurred during the preparation of cytostatics." "Did the user have contact with the substance that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? Yes, but only on the gloves, not with mucous membranes. Did the treatment plan need to be changed due to this incident? (E.g. Due to the incorrect dose of the drug that leaked) no . Did the leakage affect the administered dose of the medicine? No.- has the defect led to serious injury? No was there any medical intervention as a result of this incident? No".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked while preparing cytostatic medicine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage occurred during the preparation of cytostatics." "Did the user have contact with the substance that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? Yes, but only on the gloves, not with mucous membranes. Did the treatment plan need to be changed due to this incident? (E.g. Due to the incorrect dose of the drug that leaked) no. Did the leakage affect the administered dose of the medicine? No. Has the defect led to serious injury? No. Was there any medical intervention as a result of this incident? No".